Manufacturer narrative:
The reported event of interrogation problem was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of the device image showed excessive high power telemetry usage, this would cause the radiofrequency (rf) function to be temporary disabled to preserve battery power. Analysis performed indicated normal device characteristics, and device can interrogate through inductive and rf telemetry throughout the tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During pacemaker pre-configuration, the device was successfully interrogated via telemetry wand but failed to switch to radiofrequency (rf) telemetry. Attempts to reposition the device and restart the programmer were performed but the issue persisted. A week prior to the procedure, the field representative verified that the pacemaker's telemetry was functioning properly. Additionally, a device interrogation was attempted the following day, and an error message indicating failure to interrogate via rf telemetry was observed. The pacemaker was not used and replaced on (B)(6) 2025. There were no patient consequences.